Event description:
After the first induction of the electroconvulsive therapy (ect), an or staff member smelled a burning odor. The decision was made by the physician not to have another trial of induction and the procedure was stopped. The patient was recovering in the post anesthesia care unit (pacu) when the nurse removed the ect patches. There was a 1 cm x 1 cm blister located in a spot (just right of midline of forehead) where a patch had been affixed (more towards the central portion of the patch). The patient does have an eyebrow piercing with a metal rod inserted, but the metal was not warm. Bacitracin was applied to the blister and was ordered for at home use. The patient was advised to remove the rod insert prior to any future ect.